Manufacturer narrative:
A conclusion is not yet available as results are pending completion of the investigation.

Event description:
It was reported that during preparation for use, the unit was displaying red lines on the screen. Per the customer, the cause of the issue was thought to be the connection. The device was inspected and there was no damage or abnormalities observed. It was confirmed that the device was set up correctly, no errors, alarms or alerts were received. Additionally, the cord was inspected and there was no damage, coiling or kinking. Per the customer, the settings are unknown. However, the settings used are the standard settings.

Manufacturer narrative:
The device evaluation was completed. During the evaluation, a worn-out video connector latch was found causing a poor connection. The user¿s report was confirmed, the bad image was due to a faulty patient board set. No other issues were found during the physical inspection. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The device age is greater than 6 years and it is probable that the bad image occurred because of a failure of the device on the image processing substrate due to long-term use. It is likely that the worn video connector latch may have resulted from handling by the user.